Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that the probe did not perform effective cutting during surgery. The probe was exchanged to complete the case. There was no patient harm.

Manufacturer narrative:
No sample has been returned for evaluation for the report of the probe did not perform effective cutting; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. (B)(4).

Manufacturer narrative:
One opened probe was received with a tip protector in a pouch for the report of the probe didn¿t perform effective cutting. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. The returned sample was visually inspected and was found non-conforming with possible surgical debris on and inside the port face and with a bent needle. The sample was then functionally tested for aspiration, actuation, and cut. The sample was found conforming for aspiration and found non-conforming for actuation and cut. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter is bent. No wear marks were observed at the bend area. Gouge marks were observed at several locations along the inner cutter. The complaint evaluation confirms the probe had a cut issue. The evaluation also indicated the probe had an actuation issue. The most likely root cause for the observed non-conformances is from the bent needle and bent inner cutter. A damaged inner cutter can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. The exact root cause of the bent needle and inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. The manufacturer internal reference number is: (B)(4).